Event description:
It was reported the patient received the following results within 15 minutes: 112 mg/dl, "1120 mg/dl", and 112 mg/dl. The blood glucose monitor flashed to "1120 mg/dl" and back to 112 mg/dl a few seconds later from the same test.